Event description:
It was reported that the pt suffers from a bilateral mixed hearing loss. Recently, the hearing threshold of the pt decreased and the pt no longer had any benefits using his vibrant soundbridge. The device was working. The surgeon decided to explant the vibrant soundbridge and to re-implant the pt with a cochlear implant. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.